Event description:
The customer reported a leak from the wash truck inside a coulter lh 500 hematology analyzer. The instrument was generating backwash errors when the leak was observed. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak in the blood sampling valve (bsv). The fse replaced the bsv pads and knob to resolve the leak. Repairs were verified per established procedures. (B)(4).